Manufacturer narrative:
The explanted ipg passed visual, photographic imaging and performance tests done.the complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The device exhibits normal device characteristics.

Event description:
A patient reported charging difficulties after suffering a non device related fall. The physician replaced the implanted pulse generator ( ipg) due to suspected damage. The patient is reportedly doing well after revision surgery.

Event description:
A patient reported charging difficulties after suffering a non device related fall. The physician replaced the implanted pulse generator ( ipg) due to suspected damage. The patient is reportedly doing well after revision surgery.